Manufacturer narrative:
A review of subject device risk files reveals this as an anticipated risk which has been characterized and documented as acceptable within a full risk assessment. The mitigations and control measures were effective. The isolation transformer was returned to lumenis for evaluation. A lumenis quality engineer visually inspected the transformer and had determined that external fluids had entered the back system net and settled on the transformer, most likely by mishandling cleaning agents in the operating theatre either by cleaning the system or its surroundings. The noted damages indicate the complaint was caused by handling of the device and no malfunction had occurred. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information which was provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of the subject device historical service records show that the device has had its annual preventive maintenance on time and performed by a lumenis certified service engineer. The last one being completed on june 14, 2017, having determined the system device met all minimum operational and safety specifications. A lumenis certified service engineer inspected the subject device on june 30, 2017, confirming that although the system would power up and complete self tests, smoke was coming from the large isolation transformer on the rear of the system. On (B)(6) 2017 the service engineer returned and replaced the isolation transformer on the system to correct the malfunction. No further smoke was observed, and the system was found to have met all operational and safety specifications, and ready to use. While the information received to date does not confirm that a serious injury occurred, it is uncertain if the event would likely cause or contribute to a serious injury if the malfunction were to recur. Lumenis is reporting this malfunction in an abundance of caution. When new information is received with which to determine a cause for reported event, lumenis will file a follow-up MDR.

Event description:
A user facility reported that after starting up their lumenis versapulse powersuite 100, and after the unit went through all its safety checks and passed, white smoke started coming out of the bottom of the system. The system was quickly shut down and removed from the operating room. There was no patient involvement, and the only case for that day was completed using an alternate device. No report of injury or medical intervention to preclude injury was received.